Event description:
The feild service engineer reported a broken door handle. Information was not provided regarding whether or not the problem occurred during a patient infusion. Although baxter attempted to obtain information, details were not available regarding additional contact information. The field service engineer stated that there were no reports of injury or medical intervention. No additonal information is available.